Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. Blood glucose reading was 600 mg/dl. Customer reported that insulin pump had a lot of air bubbles which cause a high blood glucose. It was unknown that auto mode feature was active or not at time of event. Insulin pump had a insulin flow block alarm and insulin pump rejected a new batteries. No further patient complication were reported. The customer continue the use of device.